Event description:
The user facility reported a (B)(6) year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that impella cp had continued error of suction, unreliable placement signal, and glitching on the console. After the pci (percutaneous coronary intervention) procedure the impella was removed. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation placement signal issue has been completed. The imeplla device was received for investigation and no problem was found with the pump during the case as the device functioned to specification. D9 date device returned to manufacturer added b.7 revised as information was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12082. D.2 common device name was revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12082. D.4 revised model number from the initial submission of manufacturer device report number 1220648-2024-12082 in accordance with updated procedures. D.9 revised as the pump was returned prior to submission of initial manufacturer device report number 1220648-2024-12082. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-12082 and should not have been. G.1 facility name was inadvertently omitted from the initial manufacturer device report number 1220648-2024-12082. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12082 was submitted. G.1 manufacturing site fax number revised as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12082. H.3 the device was returned at time of initial submission of the initial manufacturer device report number 1220648-2024-12082. If the device not evaluated, should of reflected that the device evaluation anticipated, but not yet begun. H.6 code 3009, 2170, and 403 were reported incorrectly on the initial manufacturer device report number 1220648-2024-12082. An ew code was added to medical device problem code.